Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 20-40 mg/dl. Suspected cause was due to the customer's personal profiles requiring adjustments. Low bg was addressed by baqsimi.